Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.